Manufacturer narrative:
The lead was returned with no complaint. Failure event was observed during analysis. As received, a partial lead (only connector portion) was returned in one piece for analysis. Visual inspection of the partial lead found a full breached outer insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.